Event description:
Blood center tests all volunteer donors utilizing the roche cobas ampliscreen hcv test, version 2.0. Sample pooling is accomplished by a microlab at plus 2 instrument using sunplus version 3.7.r; roche polling methods version1.3; runende version .25. In order to resolve a positive sample pool, the microplate containing test samples must be placed in a specific position in the device. If the plate is placed in the wrong position, the device warns the operator by an alarm and a system message. However, if the operator ignores these warnings and manually enters information -plate ID#- into the device, the system will permit the testing process to continue even with the incorrect plate orientation. The system has no error code to flag the operator's manual intervention and there is no system record of this activity. Lack of system documentation does not facilitate the prompt recognition of this type of error during routine review procedures and could lead to undetected testing errors. We have notified the manufacturer and requested a software modification that will record and control all operator interventions.